Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the customer reported complaint. The fse replaced the iesu to correct reported problem. The system was tested and verified as ready for use. Isi received the iesu involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations could not reproduce the customer reported complaint. The iesu was tested using da vinci xi system, all instruments energized as expected and no errors were observed during evaluation. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance and found no errors related to the reported complaint. An event verification confirmed the ventral hernia tapp procedure was performed on the reported event date (B)(6) 2022 on system sk3274. This complaint is reportable malfunction event due to the following conclusion: the iesu was replaced after the start of the procedure and the surgeon continued laparoscopically with a backup third-party generator. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion. .

Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, the system had a grounding pad issues. The monopolar and bipolar of an integrated electrosurgical unit (iesu/erbe) stopped working suddenly. The customer had issues getting the grounding pad to be recognized. The customer tried to put the same bovie into a 3rd party generator and worked without issues. The system was getting an m-0b code on the iesu screen with check neutral electrode contact message. The neutral electrode might not be connected to vio da vinci, it might be a defective or might have poor contact with the patient surface. There was no patient injury but the procedure was delayed. The procedure was completed laparoscopically with no reported injury. Intuitive surgical inc (isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed laparoscopically. A 3rd party covidien generator was used as backup in the procedure. There was no patient injury.